Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer cribriform occluder was selected for procedure. It was noted during procedure that the occluder exhibited a sombrero deformation when being deployed. The decision was made to remove the 25mm 25mm amplatzer cribriform occluder and replace it with a 30mm amplatzer cribriform occluder to complete the procedure. There were no adverse patient consequences reported.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer cribriform occluder was selected for procedure. It was noted during procedure that the occluder exhibited a sombrero deformation when being deployed. The decision was made to remove the 25mm 25mm amplatzer cribriform occluder and replace it with a 30mm amplatzer cribriform occluder to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
An event of device deformity was reported. Two images from field appeared to show bulbously deployed occluder device deployed through loader outside patient. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.